Event description:
Additional information was received from the patient. The reason for call was patient reported that 3 or 4 months ago their body rejected the previous implant and it started to come to the surface of the skin closer and closer until it broke through the skin and caused and infection. Patient informed thar the previous implant was removed and the new one is working correctly. Patient requested information about what happened with the previous implant to cause that situation, patient was guided to discuss with the doctor or with the mdt rep. Patient stated they feel familiar with the devices due to this implant is a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had to take the ins out because it was bad and put another in on the other side. [See pe (B)(4)regarding symptoms with new implant post surgery].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.